Event description:
Baxter china reports a transfer set with a broken clamp that is not occluding the flow of fluid. Noted during use. The transfer set was in use for 2 days. No pt injury or medical intervention reported.